Event description:
During functional testing, the device displayed a "pacer fault 122" message, a "pacer fault 126" message, and a "defib fault 78" message. Did not indicate that there was any pt involvement.